Manufacturer narrative:
Additional information was received indicating the patient did not receive more medication than prescribed, there was no patient or clinical injury. Updated h6. Patient information provided: updated a2, a3.

Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump may have over delivered medication. Per reporter the pump alarmed and the patient's spouse did not know what kind of alarm it was or if there was a notification on the screen. It was reported that the spouse indicated that the cassette was empty, but "according to to the calculations this is not yet possible." No adverse patient effects were reported.